Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause o the event was not reported. It was not reported if the patient was hospitalized for the event. The nurse reported the patient was "being treated for peritonitis"; however, it the specified treatment was not reported. Patient outcome and action taken with pd therapy were not reported.  No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.